Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported she got home from trial on (B)(6) and thought that she moved the wire and the sensation was now up in her buttock area instead of where it is supposed to be. It was confirmed that the stimulation was not uncomfortable, but just feels like it is in a different spots. The patient stated that she notified her healthcare professional (hcp) and was told to call the manufacturer to get help to switch sides. The caller stated that the hcp stated she should feel stimulation in her bicycle seat area, but stimulation was in her back and above her buttocks area. The patient was able to switch from the left to the right side. The patient was able to increase stimulation and stated she felt comfortable stimulation, but stimulation was not where it was supposed to be. The patient stated she feels stimulation in the same location as when she was on the left side. The patient felt stimulation in the upper buttock area. Additional information from a healthcare professional (hcp) reported the stimulation in the different location had been resolved. The hcp stated it was found that the temporary lead was withdrawn/displaced. The hcp noted the leads were rem oved. The indication for use is unknown.